Manufacturer narrative:
(B)(4). Date sent: 05/12/2025. Corrected data: h6 (investigation findings, investigation conclusions). Updated data: h9.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch #151d26. Investigation summary ==> visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload not properly loaded on the device. The reload was received partially fired 1/10 with the reload body damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Based on the information currently available, the condition premature sled movement lockout identified during the investigation of the reload received and has been correlated to the manufacturing process. This condition will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 151d26, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.